Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set separated between the dark blue female connector and the light blue main body. This was observed while the patient was disconnecting at the end of a peritoneal dialysis (pd) therapy session. The patient was putting the¿ minicap on then heard and felt something crack¿. The patient put a clamp on the transfer set and called their pd nurse. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted, that the female connector was separated from the main body. The reported issue was verified. The cause of the condition was determined, to be manufacturing related cause by inadequate solvent applied to the set, during the assembly process. A nonconformance has been opened to address this issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.